Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was in for a routine follow up and there was stent graft migration resulting in a type I endoleak. The patient was treated with an endurant 36x36x49. Treatment was successful and the migration and endoleak were resolved. The physician stated that the cause of the event was due to aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.